Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, when tightening the screw, the internal catching device for the long hexdriver was broken inside. The tip of the inner catching device broke inside the screw head; therefore unable to remove it out since there is no more space in the screw head. Piece was retained inside the screw and left implanted in the patient as a result. Surgery was resumed, without any delay, with a back-up device. Patient was not harmed. No further complications reported.